Event description:
Unomedical reference number (B)(4). Event occurred in the united states . It was reported by the patient had received an occlusion alarm and the blood glucose level was displayed high (specific value unknown). Infusion set was placed in abdomen. High blood glucose level was treated by injection via multiple dose injection (mdi) . No further information was available.